Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced leakage before use.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced leakage before use.

Manufacturer narrative:
H.6. Investigation summary: two samples were received for evaluation. The have all the stoppers all the way down. The stoppers do not show any damage or deformation and both are properly assembled to the plunger rod. There is no evidence of leaking. No additional evaluations could be done since both were used and are contaminated. As they are, they present a risk for our associates. Root cause is undetermined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.